Event description:
It was reported that, "sales rep (B)(4) reported on behalf of the surgeon, dr (B)(6), that a patient who had undergone initial surgery (fixation occiput/thoracal 8 (system oasys/xia 4.5) on the (B)(6), was showing a broken plate and screw on the x-ray. He added that the surgeon has not yet decided whether he will intervene and do a revision or not." Mdrs for the plate and blocker were submitted under reports 9617544-2012-00610 and 9617544-2012-00611.

Event description:
It was reported that, "sales rep (B)(6) reported on behalf of the surgeon, dr (B)(6), that a patient who had undergone initial surgery (fixation occiput/thoracal 8 (system oasys/xia 4.5) on (B)(6), was showing a broken plate and screw on the x-ray. He added that the surgeon has not yet decided whether he will intervene and do a revision or not." Mdrs for the plate and blocker were submitted under reports 9617544-2012-00610 and 9617544-2012-00611.

Manufacturer narrative:
The returned screw has been analyzed and confirmed broken. No anomaly that could be associated with the event was reported during the manufacturing of batch 122578. Lab analysis reported a process of cracking under traction-compression and/or bending cyclic loading, the material was confirmed via microstructure testing. Abnormal loads were apparently applied to this construct, leading to either blocker disengagement or screw breakage.